Event description:
On (B)(6) 2011, primary care physician reported pt was admitted to the hospital on (B)(6) 2010 and diagnosed with diabetic ketoacidosis. Physician reported concern with accuracy of insulin delivery through infusion device and explained pt did not have issues with elevated blood glucose while on previous infusion device. Physician reported "nothing has changed since going on the pump," and pt is very compliant. Infusion device was replaced and requested for evaluation. F/u was completed with pt on (B)(6) 2011. Pt reported she went to the emergency room with a virus and was diagnosed with early stages of ketoacidosis. She rec'd treatment for the virus and was placed on an insulin drip. Blood glucose was 321 mg/dl at the time. Normal blood glucose is 80-120 mg/dl. Pt was kept in the intensive care unit for one night and was then discharged. Pt rec'd and started replacement infusion device, and blood glucose returned to normal range.